Event description:
The one touch ultra meter was giving inaccurately low readings. The patient reported on an unspecified date she obtained results of 26 mg/dl, 67 mg/dl, 97 mg/dl, 147 mg/dl and 148 mg/dl on the reported meter. The patient stated she performed control solution testing which failed out of range low with results of 93 mg/dl and 19 mg/dl, acceptable range of 99-135 mg/dl. The patient reported she did not take any medications or food, nor did she contact a medical professional. The test strips were in good condition, within expiration date, the meter was set with the correct unit of measure and calibration code number and the patient's testing technique was correct. The meter, test strips and control solution were replaced.